Event description:
Rptr alleged the customer obtained discrepant blood glucose values of 368 mg/dl back to back with a result of 101 mg/dl when testing was performed within 10 mins on the active s system. Rptr stated that on a different day, another comparative test of 248 mg/dl was performed back to back with a result of 102 mg/dl within 10 mins on the same system. Rptr stated that on a different day, another comparative test of 424 mg/dl was performed back to back with a result of 97 mg/dl within 10 mins on the same system. Rptr indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Rptr stated that the customer took 5 units of novolog instead of his normal prescribed amount based on a sliding scale. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.